Event description:
On 11/13/2024, an ilet user reported they experienced a high blood glucose (bg) event and are on their way to the hospital. The user requested a follow-up call on (B)(6) 2024. On 11/15/ 2024, a beta bionics customer care agent followed up with the user about the event. The user reported they went to the hospital due to two failed convatec inset (23", 6mm) teflon infusion sets and a bg reading of "high" (>400 mg/dl). Upon arrival at the ER, the user removed the infusion set and identified a bent cannula. The user's bg had reached 520 mg/dl and remained elevated for at least six hours. Ketone testing at home showed moderate ketones, which decreased after receiving professional intervention in the ER, including magnesium, calcium, and sodium chloride. The user experienced a dry mouth but no other immediate health effects. The ER doctor suggested that the teflon cannulas may not be suitable for the user's thin body type with frequent movement. The user and their spouse decided to discontinue the ilet system until on (B)(6) 2025, citing an upcoming extended stay in florida without local medical support. The user plans to call for assistance with updates and retraining when reconnecting to the ilet. During the event, the user utilized a backup therapy of 5 units of humalog. The user is not currently using the ilet. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirms hyperglycemia on the reported event date. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was due to a failed infusion set leading to inadequate insulin delivery as the user reported that upon site removal, their cannula was noted to be bent. Device logs also indicate failure to follow ketone action plan as outlined in labeling and training.